Event description:
It was reported that (1) tlc75 was used during an colectomy procedure. It was reported by the rep that the stapler jammed. Finished the case with another device. There was no consequence to pt.